Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they went to the emergency room on (B)(6) 2017 at around 2:00 pm and stayed until 7:30 pm due to blood glucose of 273 mg/dl. The customer was not feeling well. Customer's parent increased the basal but that did not help. Customer's blood glucose rose to 450 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with insulin through intravenous and blood glucose was down to 223 mg/dl. When the customer reached home the readings were going up and treated with manual injections. The customer also reported that the battery of the insulin pump had been draining fast and alerting low battery or weak battery. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The device was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected weak battery anomalies or low battery anomalies were noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.